Manufacturer narrative:
"The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results compared to readings from a competitor brand device. The customer noted a horizontal trend arrow indicating glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced cramps in the arms and legs and had a seizure. The customer self-manages by consuming food. There was no report of death or permanent impairment associated with this event.